Event description:
Account alleged the q2 appears to be burnt.

Manufacturer narrative:
Account found a faulty wire in the right side rail, account replaced the wire to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.